Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of exposed wires was confirmed. An assessment was performed on the device which found that the cord was severely damaged. It was determined that cause of the cord being smashed and severed in half was due to letting the cord get caught under or between heavy equipment. The assignable root cause was determined to be component damage caused by misuse and abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the foot control device had an exposed wire. There was no patient involvement reported. It was not reported if a delay was caused by the event, however it was reported that an unspecified spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.